Event description:
Boston scientific received information that on two occasions the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced four to five seconds of asystole at the end of capture threshold testing due to loss of capture. These events occurred when wireless telemetry was being used. Boston scientific technical services (ts) discussed the information and possible causes. It was suggested that wand only telemetry be used for pacemaker dependent patients to avoid any delays, and the caller was agreeable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.